Event description:
In 2007, I had a ICD defibrillator pace-maker implanted in me because of a serious heart problem. As a inmate in prison, I was transferred for the surgery to medical hospital for the implant. Shortly after the implant 2 weeks, there was a re-call of defibrillators at the clinic, that same week my pacemaker malfunctioned. By that I mean, I was getting off and on shocks to my stomach instead of to my heart in which I was not having any heart problems. Even hospital called it a pacemaker malfunction but after a year searching for a tv advertised attorney that handled re-calls, I soon learn even with a malfunction, my pacemaker model was not on that list, plus the company that made my pacemaker was "st jude" not on the re-call. I decided to file legal or a civil case before my as told by two attorneys two year limitation runs out. In doing as I've learned how to operate a computer there at the prison to assist me on my case, finding out liability medical claims run only for one year not two like earlier told to me by two top legal attorneys by mail. I plan to file anyway but wanted your department to know of my problems concerning my pacemaker malfunction and the wrong legal advice I received. I will submit those attorneys copy of their letter in my pass due filing along with plenty of documents of my malfunction. The lead wire was either replaced or repaired at the end of the following month, at the hospital. I've had all kind of medical with mental side effects. I take 24 pills per day, walking is very limited now, walk with a cane, have a artificial aortic heart valve, and suffer from side effects. From a 1990 toxic chemical accident, and other illnesses being treated here in prison. There are not enough words to describe all the terrible mental and physical ills I've had to suffer and will for the rest of my life. I wish I had not gotten the implant, even if it meant I'd probably be dead now. Even as I sit here writing my legs hurt, and pain so off and on in my chest. These prison doctors are not qualified to treat many of the ills at these prisons and if you check the web-site, there are plenty of legal civil claims for poor or no medical proper care every day of the week in here. When I first noticed having problems with my pacemaker, I went to the prison doctor and no help there even after I wrote up a informal medical complaint, and I have that paper today with the no help reply. A few days later, seeing the prison doctor, I started getting shocks to my stomach area and his reply "at least you know the pacemaker is working". A few days later, while in the chow hall, eating I started to hemorrhage from the pacemaker's incision and I walked over to medical for emergency care and had to be rushed out to the near by hospital for more treatment plus they had to by phone have my pacemaker tune down to stop the shocks to my stomach. Something, I pray will be done by me stepping up to help others in prison by filing my claim, and writing to your department. I was advised by a attorney to write you I'm now two transfers from the prison this all happened, I guess to get rid of me before anything else happened.